Event description:
The user facility reported a 57-year-old male undergoing aortic valve surgery was implanted with an impella 5.5 device for mechanical circulatory support. The medical staff was having difficulty delivering the device to a patient but after several attempts and 4 units of blood were given they were able to complete the delivery successfully. Seven days later the patient experienced false positioning in the aorta alarms. The alarm was disabled and wavelengths were monitored more closely.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the medical staff was having difficulty delivering the device to a patient but after several attempts and (B)(4) units of blood were given they were able to complete the delivery successfully. Seven days later the patient experienced false positioning in the aorta alarms. The alarm was disabled and wavelengths were monitored more closely.

Manufacturer narrative:
Investigation was completed. The root cause of the delivery use issue was use issue due to loss of wire access and then wireless insertion. The impella device is not indicated for wireless insertion. Also, use of non-abiomed product like wire v-18 was performed which is not per IFU protocols. Optical issue- no product was returned. The root cause of the optical issue was most likely biomaterial, since there was a spike/trend in the motor current as per the data logs.